Manufacturer narrative:
Based on the results of the investigation, the reported events were likely due to a component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device investigation that the scope had rust on the distal end cover and there was no light coming from the light guide lens. There was no patient involvement.